Event description:
A 3.5mm diameter x 30mm length ave gfx stent was inserted into the right coronary artery of a pt with multi-vessel coronary disease. It was not possible to cross the target lesion, therefore, the stent and delivery system were pulled back from the coronary artery. During removal, the stent dislodged from the stent delivery system. The stent was successfully snared from the pt and discarded. Subsequently, the pt went to surgery for repair of the femoral artery. Is is not known if the repair to the femoral artery is associated with the use of an ave gfx stent, but the pt "did not suffer any further injury". There was no additional clinical sequelae reported relative to the event.